Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the pump was observed to have a cracked battery compartment from the bumper pad to the case seal. Unrelated to the battery compartment issue, the audio bolus button was found to be torn; the button was tested and was confirmed to be responsive during investigation. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on 11/16/2015.